Event description:
It was reported that the screwdriver was deformed and discolored on the t25 drive. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The additional evaluation visual inspection revealed that the manufacturing and material documents have shown that the screwdrivers have been manufactured in accordance with the specifications. The visual inspection also revealed that 1mm broke out on the sides of the t25 drive. However, we were unable to investigate the exact cause of the damage.